Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis

Event description:
(B) (6) peripheral cutting balloon registry. It was reported that in (B) (6) of 2007 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The target lesion was located distally below the knee with mild vessel tortuosity. The lesion type was de novo and there was moderate calcification at the target lesion. The angiographic data for the target lesion showed the reference vessel diameter 2mm, lesion length 10.00mm, pre-procedure 90% stenosis, and post-procedure 0% stenosis. The lesion morphology showed tight concentric stenosis. The patient one-month follow up visit in (B) (6) of 2007 notes an adverse event of ¿healing failure¿. The target lesion had not remained patent since the procedure. The patient had an intervention since the procedure on a vessel. In (B) (6) of 2007 the patient had surgery on the target lesion, noted angiographic restenosis. No additional information was provided. The three month, six month and twelve month patient follow up data was not provided.